Event description:
Our foreign consignee reported the central control monitor of the heart lung console froze after warming up. No other details regarding the nature of the event were provided. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.